Event description:
Pt awoke on 5/22/96 with bleeding from central line. Came to hosp via ambulance with difficulty breathing. Per the surgeon, it was noted that the catheter itself was noted to be fractured in an oblique fashion across the hub which has really never been seen by surgeon before. He had cracked lines but not at this portion of the catheter. At any rate, sutures were removed. The line was transversed with #11 blade and intraluminally after preparation of this entire area with betadine, a guide was placed over the guide wire, the previous catheter was removed and the new catheter was placed over.